Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed multiple consecutive cs 127 alarms. The pump powered on with a hard cs 127 alarm. The pumps cover was removed and the reference voltage was found to be below specifications at the c 38 component level. The reference voltage returned to specifications after removing the c38 component. A single component c38 failure was concluded. The pump was able to power up and to pass the verification screen with no further alarms. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.